Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information: d4: UDI number, g5: 510k number. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that per report the broken pieces where removed from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H6 correction: health effect - clinical and impact code, medical device problem code.

Event description:
It was reported that during an acl procedure, when the device was used and three stitches, one of the needle came off the ultra tape. The device broke inside the patient and pieces were removed. Backup device was available to complete the procedure. No delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.